Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the switch-on, on (B)(6) 2018, in situ measurements showed 5 channels with high impedance. Re-implantation is considered.

Manufacturer narrative:
Limited information and in-situ measurements received from the field, indicate high impedance values for the most apical channels. However, from the received measurements a damage do the active electrode seems unlikely. Rather, the observed increased impedances seem to be related to a physiological condition within the cochlear i.e. Loss of lymphatic fluid during initial implantation. Despite requested from the field, no further information has been received.

Event description:
At the switch-on (B)(6) 2018, in situ measurements showed the 5 most apical channels affected from high impedance. However, it is unknown if the users hearing performance is affected. Re-implantation is considered but a date for surgery has not yet been made available.